Event description:
Reporter indicated that pt's device was programmed to off due to severe left neck muscle tightness and twitching with stimulation. It was reported that the pt had experienced these symptoms for approx 10 months and that during that time, reductions in device output current seemed to help alleviate the symptoms, recently, the symptoms recurred and were more severe. The pt reportedly could not move their neck and could not talk. Treating epileptologist programmed both the normal mode and magnet mode output current to 0ma.